Event description:
A malfunction alarm referred to as malf 12 was reported by the customer, with at least three occurrences on the current pump. The customer¿s blood glucose level was within the normal range and did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump and confirmed the shipping address for the replacement. They instructed the customer to put the pump into storage mode and return it using a pre-paid label within 10 days, which the customer understood and acknowledged. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted.